Event description:
Pt underwent av junction ablation in 1990 and placement dual chamber pacing system. Generator was recalled and replaced on 8/91. Pt experienced hemo-pericardium approx 1 1/2 yrs ago. Lead was found to be intact, however, tenting up atrial muscle. Pt has experienced pericarditis over last 1-1 1/2 yrs. Recall of lead was made by MFR and pt returned 1/18/95 for removal of defective lead-ventricular lead left capped & implanted.